Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. A baxter technician encountered a system error 345 during testing. The cause was identified to be a failed force sensor. The force sensor requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.